Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system showed "stand-alone" mode and wouldn't leave that screen until it was rebooted. After the reboot, the system came up normally. They also noted that when the system was being parked in its holding spot, the message "critical battery error" appeared on the pendant. He said the logs show a reading of 92v. They unplugged the umbilical cable, and the charge indicator lights showed all 10 bars and full power for both the x-ray and motion batteries. There was no patient present when this issue was identified. Onsite investigation suspected that the cause of this event was the system batteries. Replacement of the batteries resolved the issue. Old batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system showed "stand-alone" mode and wouldn't leave that screen until it was rebooted. After the reboot, the system came up normally. They also noted that when the system was being parked in its holding spot, the message "critical battery error" appeared on the pendant. He said the logs show a reading of 92v. They unplugged the umbilical cable, and the charge indicator lights showed all 10 bars and full power for both the x-ray and motion batteries. There was no patient present when this issue was identified.